Event description:
The customer reported the evis eus ultrasound bronchofibervideoscope had a leakage from bending section cover or distal sheath rubber, internal humidity and gradual deterioration of image quality. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found: b30 and e216 scope communication errors appeared due to corrosion on the plug unit, moisture residue was found inside the scope connector/plug unit; and the circuit board unit in the scope scope connector had corrosion due to water leakage. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: light guide cover has discoloration; cover glass has a scratch; image guide holder has corrosion due to water leakage; image guide mount has corrosion due to water leakage; image guide mount v has corrosion due to water leakage; joint has corrosion due to water leakage; coupled charging device unit has corrosion due to water leakage; cover glass has a scratch; control unit has corrosion due to water leakage; plug unit has corrosion due to water leakage; scope connector has corrosion due to water leakage; circuit board unit in scope connector has corrosion due to water leakage; cable unit has corrosion due to water leakage; due to a pinhole on bending section cover or distal sheath rubber, water tightness is lost; due to a pinhole on channel tube, water tightness is lost; due to a pinhole on balloon water tube, water tightness is lost; due to damage on cover of ultrasonic cable, the insulation resistance between evis and ultrasound connector does not reach the standard; image guide bundle has significant breakages; image guide bundle has a stain; angle wire has discoloration due to water leakage; due to damage on condenser, the insulation resistance between evis and us connector does not reach the standard; due to damage on condenser unit, the insulation resistance between evis and ultrasound connector does not reach the standard; hinge flex cable has corrosion due to water leakage; ultrasonic connector has corrosion due to water leakage; coupled charging device guide tube unit has corrosion due to water leakage. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable events (b30 scope communication error and e216 scope communication error) occurred due to corrosion of the plug unit. This was likely caused by wear and tear damage with customer mishandling and with increasing use/time. Olympus will continue to monitor field performance for this device.